Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was confirmed due to the latch on the trunk cable connector being broken, preventing the belt from securing with the monitor. The root cause for physical damage to the broken latch was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.